Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device received was returned in good physical condition. The blade tip was intact and not broken off. The device was tested with a generator and was functional it is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during a endoscopic thyroidectomy procedure, the tip of active blade was broken during the beginning of the surgery. According to the nurse, the device was not used for a long time. There were no adverse consequences for the patient.